Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other -at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer was advised to replace the o2 sensor with a new one, and if this did not work, a blender calibration should be performed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator has a fraction of inspired oxygen (fio2) issue. Furthermore, there was no patient associated with the event.